Manufacturer narrative:
Note: this regulatory report was previously submitted on 22-feb-2018 as regulatory report # 3006340236-2017-00018 ¿ 1 with "follow-up" marked. Per request, it is being resubmitted as an initial report. During material review the cause was determined to be wear. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported while using the endoskeleton to plif instrument tray the scrub tech was unable to attach the plif cage to the instrument during cage insertion. Per the customer this is a loose instrument used in conjunction with to plif trays. The threads of the inner shaft were "mangled", and the inner shaft would not engage with the outer shaft. As an alternative the standard cage inserter from the to plif tray was used instead of the custom inserter. The planned procedure was able to be completed without a lengthy delay. There were no reported adverse effects, or injury to the patient.